Event description:
The customer reported that the t:slim x2 pump had difficulty charging and the battery depleted too quickly, causing it to shut down and raise their blood glucose levels above 500 mg/dl. The customer managed to address the high glucose level with a correction bolus through the pump. The issue persisted despite attempts with different charging cables and adapters. As a result, technical support decided to send a replacement pump with updated software. The customer was informed about the replacement process and was instructed to return the problematic pump to tandem.